Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life w/ moisture) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 04-jan-2018 device evaluation: the device has been returned and evaluated by product analysis on 12-dec-2017 with the following findings: a review of the black box showed no evidence of a short battery life, with evidence of multiple call service 128 motor error alarms. The battery compartment and battery cap were undamaged and was able to fit securely. No evidence of moisture was found. The rewind, load, and prime steps were performed successfully, and all current readings were within specifications. The pump cover was removed to find moisture corrosion on the continuous glucose monitoring module. The short battery life issue was unable to be duplicated during investigation.